Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit oversensing noise on the right atrial (ra) and right ventricular (rv) lead channels, undersensing and loss of capture (loc) on the ra lead, low out of range pacing impedances on the ra lead, high out of range impedances on the rv channel and found to have delivered multiple bursts of anti-tachycardia pacing (atp). The field representative called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts confirmed the bursts of atp were appropriately delivered. However, the device had difficulty converting the rhythm and therapy was exhausted. Ra lead capture was also confirmed to be present. Ts discussed possible causes and programming options with the field representative. At this time, the crt-d, ra and rv leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) was observed to exhibit oversensing noise on the right atrial (ra) and right ventricular (rv) lead channels, undersensing and loss of capture (loc) on the ra lead, low out of range pacing impedances on the ra lead, high out of range impedances on the rv channel and found to have delivered multiple bursts of anti-tachycardia pacing (atp). The field representative called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts confirmed the bursts of atp were appropriately delivered. However, the device had difficulty converting the rhythm and therapy was exhausted. Ra lead capture was also confirmed to be present. Ts discussed possible causes and programming options with the field representative. At this time, the crt-d, ra and rv leads remain in service. No additional adverse patient effects were reported.